Event description:
Covidien received a report stating the inner cannula of the reported device was not locking properly in place. The reporter stated that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out; therefore, we are unable to determine the cause for this specific event. Information of this nature is included in our database and monitored through trending.